Event description:
The distributor reported that a nurse reported the ambit cassette was hooked up backwards; the long line of the ambit cassette was hooked up to the medibag and the short line to the pt. The nurse reported that fluid from the surgical site was backing up into the tubing. There were no reports of any adverse pt events associated with this malfunction.